Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the root cause of the observed image issue was determined to be a damaged charged-coupled device unit; a definitive root cause of the of the observed damage could not be determined, however, the issue was likely the result of repetitive use stress, handling, and or external factors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the flex deflectable videoscope was found to exhibit white dots in the image. There was no patient involvement, and no harm was reported as a result of the event.